Manufacturer narrative:
As reported, the physician tried to place the 10x60 smart control self-expanding stent (ses), but the tuning dial idled and could not be deployed. The product was removed, and a new 10x80 smart device was placed, and the procedure was completed. There was no reported injury to the patient. This occurred after performing a pre-ballooning for cia stenosis with ipsilateral retrograde puncture. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the IFU. Nothing unusual was noted about the stent delivery system prior to use. When removed from the tray, the stent was still constrained within the outer member/sheath. No difficulty was encountered flushing the sds. The target lesion vessel diameter was 9mm. The diameter of the unconstrained stent was 1-2 mm larger than the vessel diameter. The target lesion vessel length was 50 mm. The lesion was not calcified; however, it had 99% stenosis and was moderately tortuous. An unknown 6fr sheath was used as a guiding catheter. The stent delivery system did not pass through any acute bends. No difficulty was encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The IFU instructs the user to hold the handle of the smart control sds flat and straight outside the patient, and this was done. The device was returned for evaluation. A non-sterile ¿smart control, iliac 10x60¿ was received coiled inside of a clear plastic bag. The part was unpacked to perform the evaluation. The unit was thoroughly inspected observing a kink located approximately 80 cm from the distal tip. The stent is partially deployed. The tuning dial does not present damages. The lock tab was not returned for analysis. No other outstanding details were observed at the inspected device. Note. A guide wire was inserted to prevent further damage to the device due to handling during the evaluation. Functional analysis was performed to determine the functionality of the unit. The tuning dial was rotated with the thumb in a clockwise direction (direction indicated by the arrow). The tunning dial rotated smoothly. The tuning dial continued rotating smoothly until it stopped. Then, the deployment lever was pulled back to unsheathe the remainder of the stent. The stent was fully deployed as expected expanding properly, and no anomalies were observed during the functional test. The outer sheath length of the stent delivery system was measured and verified, and dimensional analysis results were found within specification. The usable length of the stent delivery system was measured and verified with dimensional analysis results found within specification. The reported ¿tuning dial (smart control only)- damaged¿, was not observed since the functional test for the tuning dial rotation was successfully carried out, no damages or anomalies were observed during this test and the stent was successfully delpoyed. The reported inability to deploy the stent was not observed; however, a "stent delivery system (sds) deployment difficulty-partial deployment" was observed, the stent had been partially deployed from the delivery system. A kink was observed 80cm from the tip on the delivery system during analysis. This type of mechanical deformation can be known to potentially lead to unintentional or partial deployment and may have occurred during shipping as there is no mention of a partial deployment or kink in the event description. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issues experienced by the customer. There were no problems deploying the stent, the usable length was found within specification; therefore, it is likely procedural factors, handling of the device during deployment and vessel characteristics likely contributed to the events reported. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU cautions, ¿when catheters are in the body, they should be manipulated using high quality radiographic equipment. Prior to stent deployment, remove all slack from catheter delivery system (see ¿stent deployment/ procedure¿). As stated in the IFU, 4. Slack removal, ¿advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target lesion site. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the target lesion site. After removing the locking pin ¿deployment is initiated by rotating the tuning dial with the thumb and index finger in a clockwise direction until the distal stent markers and the distal end of the stent, visibly appose the vessel wall. With the distal stent markers and the distal end of the stent apposing the vessel wall, stent deployment continues by pulling back on the deployment lever. Complete deployment of the stent is achieved when the proximal end of the stent and the proximal stent markers visibly appose the vessel wall, and the outer sheath radiopaque marker is proximal to the inner shaft stent stop¿. The information available nor product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the physician tried to place the 10x60 smart control self-expanding stent (ses), but the tuning dial idled and could not be deployed. The product was removed, and a new 10x80 smart device was placed, and the procedure was completed. There was no reported injury to the patient. This occurred after performing a pre-ballooning for cia stenosis with ipsilateral retrograde puncture. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the IFU. Nothing unusual was noted about the stent delivery system prior to use. When removed from the tray, the stent was still constrained within the outer member/sheath. No difficulty was encountered flushing the sds. The target lesion vessel diameter was 9mm. The diameter of the unconstrained stent was 1-2 mm larger than the vessel diameter. The target lesion vessel length was 50 mm. The % stenosis of the target lesion was 99%. The lesion was not calcified. The vessel was moderately tortuous. A unknown 6fr sheath was used as a guiding catheter. The stent delivery system did not pass through any acute bends. No difficulty was encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The IFU instructs the user to hold the handle of the smart control sds flat and straight outside the patient, and this was done. The device will be returned for evaluation. Addendum: the device was returned with the stent partially deployed.

Event description:
As reported, the physician tried to place the 10x60 smart control self-expanding stent (ses), but the tuning dial idled and could not be deployed. The product was removed, and a new 10x80 smart device was placed, and the procedure was completed. There was no reported injury to the patient. This occurred after performing a pre-ballooning for cia stenosis with ipsilateral retrograde puncture. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the IFU. Nothing unusual was noted about the stent delivery system prior to use. When removed from the tray, the stent was still constrained within the outer member/sheath. No difficulty was encountered flushing the sds. The target lesion vessel diameter was 9mm. The diameter of the unconstrained stent was 1-2 mm larger than the vessel diameter. The target lesion vessel length was 50 mm. The % stenosis of the target lesion was 99%. The lesion was not calcified. The vessel was moderately tortuous. A unknown 6fr sheath was used as a guiding catheter. The stent delivery system did not pass through any acute bends. No difficulty was encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The IFU instructs the user to hold the handle of the smart control sds flat and straight outside the patient, and this was done. The device will be returned for evaluation. Addendum: the device was returned with the stent partially deployed.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.